Event description:
A tip of the device was caught on endoskeleton in cuff when advancing the device inside the vessel. It caused the cuff migration. No pt injury happened.

Manufacturer narrative:
We have received the complaint device for evaluation and were able to confirm the failure. The tip of the sheath was damaged. It looks like the tip was caught on the endoskeleton of the graft/cuff and was stretched out. The size of the cuff was 28 mm and the size of the main body was 25 mm. This means that the vessels size was less than 25 mm due to grafts over sizing requirements. The IFU contraindicates use of the unballoon devices for treatment of vessels with diameters less than 25 mm. Lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions. Therefore, the root cause of the incident is the physician did not follow IFU. However, lemaitre vascular inc. Has initiated the corrective and preventive action to research this issue in more details (please reference lemaitre CAPA (B)(4) for more details). Please note that no pt injury happened during this incident.